Event description:
It was reported that during use of this portex® spinal anesthesia tray, a fragment of the needle had broken off and remained beneath the skin. Intraoperatively, upon placing a single stick, the medical doctor no longer believed a needle would be needed. Subsequently during removal, a 1.25 inch portion of the 25g needle broke off hypodermically. The procedure was then carried out successfully and the patient was monitored. It was noted during removal that the stylette was straight and no deformities were observed.